Event description:
The customer reported exposure was performed for chest 1 view that resulted in blank image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). Hdd was replaced by service engineer. Investigation is still in progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).